Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call she experienced low blood glucose and her pump alarmed her twice. Her blood glucose was 34 mg/dl. The customer said that her blood glucose was 248 mg/dl before she went to bed and turned off her high alerts. She gave herself a bolus and this morning she was awakened by the low alarms. The customer said she treated by taking 3 glucose tablets and a box of juice that was worth 14-15 carbs and some cashews. She declined troubleshooting for the low blood glucose. The insulin pump will not be returning for analysis.